Event description:
The patient was leaning on the table that was locked. The unit power was removed and the table free-floated when power is removed which caused the patient to fall.we asked the manufacturer if there was a retrofit to have the table lock/brake if you lose power to the table. They stated "there was not a retrofit." We have a total of 4 rooms like this at our facility.